Event description:
It was reported that the patient experienced cuff erosion. The patient's artificial urinary sphincter (aus) was removed. A new aus device consisting of a 3.5cm cuff, 61cm prb and control pump was implanted seven months later.